Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient suffered perineum laceration and was sutured with absorbable suture after a spontaneous delivery. After thirteen days, part of the wound split, the suture overflowed and there were more secretions. The excess absorbable sutures were cut off and the patient was told to take a sitting bath with powder. The patient was told to pay attention to the hygiene at the wound. The wound healed after one week, there was no combined equipment.